Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Event description:
It was reported that "there was another lady that had a great big hematoma that was half a football size." It was noted it took "only a day or two" for the patient's hematoma to develop to that size. The reporter stated that this was "in the hospital." The type of medication being delivered via the device system was unknown. Additional information has been requested, but was not available as of the date of this report.